Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve diaphragm was removed and re-installed correctly to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the manual balloon is inflating and not stopping. There was no report of patient injury.